Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0012779399); product type: 0195-heart valves. Other medical products in use during the event include: product ID l-evolutfx-34 (lot: 0012494695); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation using the evolut valve in a patient with a thin aortic wall due to steroid use, the valve was recaptured into the delivery catheter system after the first deployment attempt due to high positioning. Upon the second deployment attempt, the valve was noted to be a little deep; however, was fully deployed. Approximately 20 minutes after the implant, the patient experienced chest discomfort and subsequently became unstable. Computed tomography confirmed an aortic dissection. The patient required open heart surgery, graft repair, and implantation of a new valve. Per the physicians, the top of the evolut valve was thought to have caused the aortic dissection. The surgery was reportedly successful.

Manufacturer narrative:
Updated data: b5. D6b. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received to confirm that the medtronic valve was explanted during the surgical intervention.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was alive and recovering.